Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient sustained a blow to the head resulting in an inability to connect to the internal device. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4).